Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 169 mg/dl at the time of incident. Troubleshooting found that the pump got wet in the swimming pool and has a blank screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received stuck in a critical pump error and was unable to download due to severe corrosion on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self test due to the critical pump errors. No blank display anomaly was noted. However, unable to verify the sleep current measurement and active current measurement due to the critical pump error. Unable to verify the pump error 35 due to the download anomaly. The pump was received with corrosion on the motor assembly, a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked case on the battery tube area, a peeling end cap address label, and corrosion on the force sensor assembly.